Event description:
It was further reported that following the index procedure, timi flow grade improved from 1 to 3 not 0-3 as previously stated. At the time of the event, the lesion located in the mid right coronary artery with reference vessel diameter of 3.00 mm, a length of 17.0 mm and 99% stenosis was treated with deployment of a promus stent. Residual stenosis became 0%. Timi-3 remained unchanged throughout the procedure. The patient was discharged. The in-stent restenosis occurred at the site where pms stents were deployed in (B)(6) 2008.

Event description:
(B)(6) clinical study. Same patient as 2134265-2010-01122, 2134265-2010-01123. Same case as 2134265-2012-00778. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The lesion being treated was located in the mid right coronary artery. The physician treated the lesion by implanting a 3.00x20mm and a 3.00x28mm taxus express2 study stents. In (B)(6) 2010 restenosis was discovered in the mid right coronary artery, when the patient had a positive stress test. The patient was hospitalized and a promus stent was implanted. A 3-year follow-up was performed in (B)(6) 2012 and the patient had no any anginal symptoms.

Manufacturer narrative:
Describe event corrected: timi flow grade improved from 1 to 3 not 0-3 as previously stated. Describe event, date of birth and patient sex updated. (B)(4).

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer:the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).